Manufacturer narrative:
The information presented in the article is without patient/case specific details. Additional information has been requested from the article contact. To date there has been no response. At this time, based on the information provide no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This record documents the 13 patients with recurrence. Two additional emdrs have been submitted to represent the reported seroma and abdominal pain. Not returned.

Event description:
Per journal article surgery dec. 2016, "biologic mesh in ventral hernia repair: outcomes, recurrence, and charge analysis". In summary alloderm, allomax, flex hd, strattice and xenmatrix were used in open ventral hernia repair. The article stated that 22 patients that were implanted with xenmatrix experienced 59.1% recurrence. Identifies other post-op complications including; seroma 31.8%, abdominal pain 55.0%. Information is presented without patient/case specific details.